Manufacturer narrative:
Up to now, the implants are not available for investigation; furthermore, we did not know the reference code, as well as the batch number. There are no x-ray figures available. Investigation: no product at hand - therefore an investigation is not possible. Batch history review: a review of the device quality and manufacturing history records is not possible because the material number as well as the batch number is unknown. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that there was an issue with knee implants, vega system. See initial MDR for event details.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with knee implants, vega system. The following information was reported: after primary surgery on (B)(6) 2015 to replace an unspecified knee system with a vega system knee implant, the patient experienced knee pain and instability. X-rays showed loosening of implant. Intraoperative findings during revision surgery (on (B)(6) 2019) were loosening of tibial keel and femoral component. Surgical cement continued to adhere to bone but had not adhered to the implant. The vega knee implants were replaced with an unidentified knee system. Additional information was not provided nor available. The adverse event is filed under (B)(4).